Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank but remained undisturbed and there was no needle strike mark observed at the posterior foot. This is indicative of the posterior needle being deflected away from the posterior foot instead of engaged with the posterior cuff inside the posterior foot pocket during needle deployment as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Based on the investigation findings, the probable cause for the posterior cuff miss and subsequent link break at the swage end of the anterior cuff is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. Review of the device history record for this lot did not produce any findings relevant to this report. No manufacturing or quality deficiency was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.